Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician then noticed on the fluoroscope that the occlusion balloon was deflating gradually. The device was removed from the pt and replaced with another to complete the case.